Event description:
Dr (B) (6) has had problems with the tjm6011 and compaction of the specimen. While he was attempting to remove the specimen, he stuck himself when trying to push the probe through the tip of needle. He states the specimen has been compacted and very difficult to get specimen out.

Manufacturer narrative:
A complaint sample was not provided for evaluation; therefore, the quality of the biopsy needle assembly could not be evaluated or the reported issue confirmed. However, improvements to the manufacturing process for this product have been made and included a narrowing of the manufacturing specifications regarding cannula tip length. These improvements were implemented in june 2009 and since no lot number was provided we are unable to determine if the product involved in this report was manufactured with these corrective actions. A review of current manufacturing procedures for the biopsy needle did not identify any issues that may have contributed to the reported failure mode. A review of the device history record could not be performed since a lot number was not provided.